Event description:
The pt was diagnosed with failure to thrive. The pt was receiving full strength impact liquid 50cc/hr through the j-tube. Medications being administered through the g-tube at the time of incident were coumadin 3mg., lasix 40mg., tylonal with codine, and zantac 15ml. Emesis within the past week contained two pieces of material that may be the jejunostomy tube material. The pt was receiving insulin subcutaneous. The pt was reported as doing fine.